Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pump alarm was heard; telemetry had not yet been performed. Per the reporter, the pt missed a pump refill. It was later reported that the pump was refilled on (B)(6) 2011, the day of the report. The pt experienced increased spasticity and increased pain. The pump contained gablofen 2000 mcg/ml at a daily dose of 1771mcg. The pump was alarming for five days as the reservoir was empty.